Event description:
Device malfunction: outer-sheath detached from handle. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the right superficial femoral artery, the xceed stent delivery system was advanced halfway through the introducer sheath when it was noted that the proximal end of the other sheath was disconnected from the distal end of the handle. The device was removed and replaced with a second xceed. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
Vascular use. The device was received. Investigation is not complete.